Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac defibrillator (ICD) experienced a battery longevity data anomaly after a magnetic resonance imaging (MRI) was performed on (B)(6) 2020. The device was correctly prepped for the MRI scan. No intervention or changes were performed. No patient consequences or symptoms were reported.